Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture and vessel perforation occurred. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified proximal right coronary artery (rca). Pre-dilation was performed with a 2.0x15mm apex balloon. A 2.25x15mm promus stent was advanced into the patient, but was unable to cross the lesion. The 2.25x15mm nc quantum apex balloon catheter was advanced and inflated to 6atms/20sec. During the second inflation to 6-8atms/19sec, the balloon ruptured, resulting in a small perforation. A second 2.25x15mm nc quantum apex was inserted and inflation was performed to 10atms/240sec to seal the perforation. The procedure was completed with the implantation of an ion stent. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed a pinhole in the balloon. A stream of water emitted from the pinhole when positive pressure was applied with an inflation device. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture and vessel perforation occurred. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified proximal right coronary artery (rca). Pre-dilation was performed with a 2.0x15mm apex balloon. A 2.25x15mm promus stent was advanced into the patient, but was unable to cross the lesion. The 2.25x15mm nc quantum apex balloon catheter was advanced and inflated to 6atms/20sec. During the second inflation to 6-8atms/19sec, the balloon ruptured, resulting in a small perforation. A second 2.25x15mm nc quantum apex was inserted and inflation was performed to 10atms/240sec to seal the perforation. The procedure was completed with the implantation of an ion stent. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).